Manufacturer narrative:
(B)(4). Product surveillance followed up with the caregiver (cg) who reported the cause of the alarm remains undetermined. Cg reported no air was seen in the patient line at that time but did recall problems with the cycler around the time of this reported incident. Since then they have had a swap of the machine ((B)(6) 2010) and reports no further problems. Patient did not have any injury or harm as a result of this incident. No patient injury or medical intervention was indicated. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in set) alarm during initial drain on the homechoice (hc). Technical service representative (tsr) explained the message to caregiver (cg) and had him recycle the machine. No reason for se was identified. The tsr informed cg to start over again using new supplies. No patient injury or medical intervention was reported at the time of event.